Manufacturer narrative:
Information contained in this report was previously submitted through asr on 07/23/2012. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿tightness¿, ¿wrinkling¿, ¿cyst under left armpit¿, they seem to be more towards the outer part of my chest instead of the cleavage area¿, ¿significant implant malposition¿ and ¿suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life [¿]¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device analysis indicates, white particles were observed on the inner and outer surface of the implant. Leak test showed no leakage, fill inspection showed no blockage. A review of device history record has been initiated. If any new, changed or correction information is noted, a supplemental medwatch will be submitted. Adverse events potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Complications: deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation. Unsatisfactory results ¿ patients should be informed that dissatisfaction with cosmetic results related to such things as scar deformity, hypertrophic scarring, capsular contracture, asymmetry, wrinkling, implant displacement/migration, incorrect size, and implant palpability/visibility may occur. Careful surgical planning and technique can minimize, but not preclude, the risk of such results. Pre-existing asymmetry may not be entirely correctable. Revision surgery may be indicated to maintain patient satisfaction but carries additional considerations and risks.

Event description:
Health professional reported a right side deflation. Documentation received from a patient representative alleges the patient experienced the events of ¿tightness¿, ¿wrinkling¿, ¿cyst under left armpit¿, they seem to be more towards the outer part of my chest instead of the cleavage area¿, ¿significant implant malposition¿ and ¿suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life [¿].¿ this medwatch is for the right side. Device has been explanted. See MFR # 9617229-2017-00560 for left side.